Event description:
It was reported that a continu-flo primary administration set¿s line was melted. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the tubing of the set was sealed by the packaging machine. The reported condition was verified. The cause of the condition was improper manual loading of assembled sets in the pre-formed plastic pouches. A 100% visual inspection is being performed during the packing process in order to detect such issues. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.